Manufacturer narrative:
(B)(4). Additional information: product complaint device was received for additional engineering analysis to confirm if malformed staples were caused due to misalignment between the cartridge channel and the anvil channel. The device was visually inspected, and no apparent damage was noted. The device was analyzed and misalignment between the cartridge channel and the anvil channel was observed when the device was closed. This condition has the potential to produce malformed staples. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # t5dv5r. Device analysis: the analysis results found that the ntlc75 device was received with no apparent damage and with a reload loaded in the device. The reload had the proximal one driver up and the remaining drivers down with staples present, and the swing tab in the locked position. The cartridge reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned reload and fired without any difficulties, however, the staple line at the distal end showed that some staples were malformed. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties. However, the staple line at the distal end showed that some staples were malformed when fired on the blue height selector position. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information, please refer to the instructions for use. Although no conclusion could be reach on what caused the condition of malformed staples, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a semi-open transverse colectomy, the knife did not move forward at the first firing on the colon. Another device loading another cartridge was used to complete the case. There were no adverse consequences to the patient. No further information is available.